Event description:
Surgeon was using grasper during knee arthroscopy. The tip broke off the grasper. The tip moved to a compartment where the surgeon was unable to retrieve. The pt returned at a later date for open knee surgery for removal of the foreign body.